Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that on third day of infusion a crack was discovered in the tube and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on the third day of intravenous infusion, it was found that a crack was in the middle of the extension tube of the indwelling needle. Loosen the regulator and the drug flowed out of the crack, then it was removed.

Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It was reported that on third day of infusion a crack was discovered in the tube and leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on the third day of intravenous infusion, it was found that a crack was in the middle of the extension tube of the indwelling needle. Loosen the regulator and the drug flowed out of the crack, then it was removed.